Event description:
It was reported that the harmonic scalpel would not cauterize tissue. Add'l info has been requested, and a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
Final device investigation revealed that the metal rod was fractured and the device would not function/cauterize with the blade fractured. There was cauterized debris on the around the rod and hinge area indicating that the device worked until the blade was fractured. Investigation was unable to determine the reason for the blade fracture.